Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Complaint sample was evaluated and the reported event was confirmed. A left rasp handle was returned for evaluation. As returned, the linkage pin is fractured and missing. The device exhibits wear & tear that indicates repeated use during a potential field age of approximately 11 years 8 months. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the handle avenir instrument fractured. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.